Event description:
During remote monitoring, episodes of oversensing resulting in inappropriate mode switch were observed on the atrial lead. As lead damage was suspected, the patient was brought in-clinic and a revision procedure was performed. During the procedure, insulation damage was observed on the atrial lead. The atrial lead was capped and replaced to resolve the event. The patient was in stable condition.